Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) sn (B)(6) was in communication loss and later started bootlooping. Tech support (ts) troubleshooted with the bme and tried to replace it with 2nd (B)(4), sn (B)(6) which had an issue with duplicate ip address with a 3rd (B)(4), sn (B)(6) that was also used in the troubleshooting to get sn (B)(6) working and did not have anything wrong with it. They changed ip address of sn (B)(6) to match that of the original cns sn (B)(6) that failed. After changing the ip address sn (B)(6), they were able to monitor all beds on it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 01/29/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/12/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the serial number for the additional device information as requested. Bedside monitor(s) model: mu-631ra sn: ni device manufacturer date: ni unique identifier (UDI) #: 04931921103517 returned to nihon kohden: not returned

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) sn (B)(6) was in communication loss and later started bootlooping. Tech support (ts) troubleshooted with the bme and tried to replace it with 2nd (B)(4), sn (B)(6) which had an issue with duplicate ip address with a 3rd (B)(4), sn (B)(6) that was also used in the troubleshooting to get sn (B)(6) working and did not have anything wrong with it. They changed ip address of sn (B)(6) to match that of the original cns sn (B)(6) that failed. After changing the ip address sn (B)(6), they were able to monitor all beds on it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor(s) model: mu-631ra, sn: (B)(6), device manufacturer date: ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) sn (B)(6) was in communication loss and later started bootlooping. Tech support (ts) troubleshooted with the bme and tried to replace it with 2nd cns-6801a sn (B)(6) which had an issue with duplicate ip address with a 3rd cns-6801a sn (B)(6) that was also used in the troubleshooting to get sn (B)(6) working and did not have anything wrong with it. They changed ip address of sn (B)(6) to match that of the original cns sn (B)(6) that failed. After changing the ip address sn (B)(6), they were able to monitor all beds on it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor(s) model: mu-631ra, sn: (B)(6), device manufacturer date: ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) sn (B)(6) was in communication loss and later started bootlooping. Tech support (ts) troubleshooted with the bme and tried to replace it with 2nd cns-6801a sn (B)(6) which had an issue with duplicate ip address with a 3rd cns-6801a sn (B)(6) that was also used in the troubleshooting to get sn (B)(6) working and did not have anything wrong with it. They changed ip address of sn (B)(6) to match that of the original cns sn (B)(6) that failed. After changing the ip address sn (B)(6), they were able to monitor all beds on it. No patient harm reported. Investigation conclusion: sn (B)(6) was the original unit reported for issues and will be sent in for repair. Sn (B)(6) was deployed as a spare but encountered a boot loop and a duplicate ip address during setup. Another spare unit was considered but ultimately not deployed. A third cns unit, which had no issues, was temporarily disconnected from the network to resolve the ip conflict and allow for reconfiguration of sn (B)(6). Once sn (B)(6) successfully launched its software, its ip address was updated to 10.50.10.24, matching sn (B)(6) original address. This resolved the communication loss on the third cns unit. All beds were then confirmed to be communicating properly through sn (B)(6), and system and bed settings were scheduled to be configured the following day. The issue was duplicated during evaluation. The hdds were replaced to resolve the issue. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance). Bedside monitor(s) model: mu-631ra, sn: (B)(6), device manufacturer date: ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer , h6 event problem and evaluation codes, h11 additional manufacturer narrative.